Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the right ventricular lead exhibited noise. The lead was reprogrammed. The patient was fine and would continue to be monitored.